Event description:
This event was captured based on literature review of the european journal of vascular and endovascular surgery (eur. J. Vasc. Endovasc. Surg. ) (united kingdom) june 1, 2013; 45/6: 579-587): "optical coherence tomography after carotid stenting: rate of stent malapposition, plaque prolapse and fibrous cap rupture according to stent design". (G. De donato; f. Setacci; p. Sirignano; g. Galzerano; a. Cappelli; c. Setacci.). It was reported that a prospective single-center identified a total of 17 out of 40 consecutive patients during two interval periods (1st 25 cases from march 2011 to july 2011 and the last cases from january 2012 to march 2012), that received closed-cell design stents (cc), including non-abbott and/or two xact self-expanding carotid stents, with the following noted results: malapposed struts (34.5%), malapposed stents (29.8%). No procedural or post-procedural (at 30 days) neurological complications, strokes, or deaths occurred. No additional information was provided.

Manufacturer narrative:
(B)(4). The additional unknown xact carotid stent system mentioned is being filed under a separate manufacturer report number. Date of event estimated as 03/01/2011, as study began in march 2011. Date of implant estimated as 03/01/2011, as study began in march 2011. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. Article- european journal of vascular and endovascular surgery (eur. J. Vasc. Endovasc. Surg. ) (united kingdom) june 1, 2013; 45/6: 579-587): optical coherence tomography after carotid stenting: rate of stent malapposition, plaque prolapse and fibrous cap rupture according to stent design. (G. De donato; f. Setacci; p. Sirignano; g. Galzerano; a. Cappelli; c. Setacci.).

Manufacturer narrative:
(B)(4).